Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va12uwp, implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported that they had lower back pain since (B)(6) 2016. The patient saw their healthcare professional (hcp) on (B)(6) and the hcp told them that 3 or 4 lead wires have come loose. The hcp reported the device was turned off to resolve the lower back pain and loose lead wires. The patient is implanted for gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.